Event description:
Customer reported that she was hospitalized due diabetic ketoacidosis. Blood glucose value at the time of the admission was 583 mg/dl. Customer stated that the events leading to the hospitalization were that she drank something sweet and then delivered an insulin bolus but the blood glucose was high. During troubleshoot; customer reports that the drive support cap appears normal and that the infusion set is not bent or kinked and no air is in the tubing. Time, date and basal rates are correctly set up in the insulin pump. Customer was hospitalized again on (B)(6) 2014 for high blood glucose of 703mg/dl. Customer stated that insulin is leaking out of the insertion site. Customer declined to continue troubleshoot. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received with cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.